Event description:
It was reported that the procedure was to treat a restenosed lesion located in the subclavian vein and arteriorvenus fistula (avf) in the left brachial. The vessel was moderately tortuous, heavily calcified and 90% stenosed. The 6x60x135 cm armada 35 balloon catheter was advanced to the avf and inflated to 18 atmospheres, 3 times. The same balloon was advanced to the subclavian vein and inflated to 18 atmospheres, 3 times. The balloon was then inflated at 20 atmospheres for 15 seconds at which time the balloon ruptured. Attempts to retract the balloon catheter were unsuccessful. The tip of the balloon catheter and the balloon separated from the shaft and traveled to the pulmonary vein. Retrieval forceps were used to retrieve the separated segment. No further treatment was performed and the procedure was stopped. The patient had no complications post procedure. No clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined that the reported balloon rupture, resistance during removal, separation of the balloon appear to be due user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. It should be noted the rated burst pressure (rbp) for this device is 18 atmospheres as indicated on the product label. The product label and the armada 35 instruction for use (IFU) also warns: inflation in excess of the rated burst pressure may cause the balloon to rupture. (B)(4).

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding: above rated burst pressure the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.